Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm post-reset ram crc. Customer's blood glucose at time of incident was 6.4mmol/l. Customer stated inserted new battery again beep and alarm but not readable anymore. The customer was advised pump will be returned for analysis and will be replaced.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. We were unable to verify pump error 23 or download unit due to unresponsive buttons. The insulin pump failed leak test. The insulin pump leaked around keypad overlay. The insulin pump was received with minor scratched lcd window, case and keypad overlay. The insulin pump was received with missing display window cover. No traces of moisture were noted at electronic or motor assemblies per visual inspection.